Manufacturer narrative:
(B)(4). D10: item name# oxf uni tib tray sz d lm PMA; item number# 154724; lot # 3981517. Item name# oxf anat brg lt md size 4 PMA; item number# 159548; lot # 6008130. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent left knee revision surgery due to fracture and loosening of the femoral component. These complications occurred approximately 8 years, 5 months, and 28 days after implantation of a cemented medial unicompartmental knee prosthesis (oxford uni). Attempts have been made and no further information has been provided.